Event description:
I have been getting erroneous lows, like in the lower 50s for the past several months. I have been diabetic for over 30 years and have felt lows in the past by my lips begin to tingle, my thinking slows, even slight balance loss. These readings had no similar symptoms. I have spoken to my dr. Over the past six months and she has been mystified as well. These lows happen so frequently I end up shutting off my phone just to get some sleep. This is dangerous I realize. Many associated with my diagnosis. Dr has stowed glucophage due to unexplained lows.